Event description:
It was reported that a breast tissue marker was removed from the box and it was a different type of breast tissue marker. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One senomark ultra marker for use with atec biopsy probe was returned for evaluation. A sales report showed that the customer facility never ordered smat12c markers, therefore it is unknown how they obtained these markers that were returned for evaluation. As the original smec12c shipping box was not returned for evaluation. It cannot be confirmed that the labeling on the smec12c box did not match the labeling of the returned smat12c marker. Further evaluation of the two lot numbers determined that is highly unlikely that the mixup originated from the manufacturing site as the lot numbers are manufactured approximately six months 0. It is unlikely that the mixup occurred at the global distribution center (gdc) as no rmas for returning product back to gdc have ever been submitted for either lot number. It is also unlikely that the mixup occurred with the sales rep, because the sales rep has never had vt13b0163 in her trunk stock. Based on the available information, it is unknown how or where the mixup occurred. The current senomark ultra breast biopsy marker for atec probes instructions for use (ifus) provides general instructions for use on the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.